Event description:
Trial didn't match implant, causing additional bone resection and a 60-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned samples by a depuy warsaw product development engineer found the complaint unconfirmed. Related dimensions were inspected and found within specifications. A search of the complaint database found no additional reports for both of the part numbers. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.